Event description:
The customer tested her blood glucose and received readings of 217, 353 and 315 mg/dl using her contour ts meter. She retested using another meter and received readings of 104, 110, and 117 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While customer service was attempting to get more info from the customer, she ended the call. Several attempts were made to contact the customer after the initial call, but they were not successful. No product will be returned.

Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine the meter manufacture date.